Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/15/2013 with the following findings:there is no visible damage to the keypad. The down arrow keypad button was intermittently unresponsive. The up arrow, ok, and contrast keypad buttons responded properly. The keypad cover was removed and there was evidence of contamination observed under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).